Event description:
It was reported that the patient missed a refill. The patient was in the clinic for the refill at the time of the report. The low reservoir alarm had sounded and the empty reservoir volume was set to alarm every 10 minutes; however, the reporter had not yet heard that alarm sound. The low reservoir alarm volume was set to 2ml and the patients dose was lowered by 3% because the patient was a "little sedated" from not getting sleep due to "dental work". The reporter stated that the patient's last refill was (B)(6) 2012 and the next refill is due (B)(6) 2013. The reporter also stated that this refill interval looked appropriate given the programming. There were no medical or therapy problems associated with the event. The device system was used to deliver bupivacaine, baclofen and dilaudid (hydromorphone).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).